Event description:
It was reported that when using the bd pyxis¿ es server, 6hp1 device was not reporting to the server accurately. The server and the device were not communicating correctly.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that server and the device not communicated. The technical support specialist (tss) investigated data synchronization retries and identified structured query language (sql) foreign key constraint failures related to useraccountsnapshot records. After validating the database, correcting a user snapshot mismatch, and applying the knowledge article "retry mode: insert into tx.transactionsession" fix, the retries cleared successfully and datasync resumed normal processing. Further assistance was requested to complete a full synchronization of the device. The system functioned as intended after the technical support specialist (tss) resolved the issue.